Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered a disconnected sample mixer wash tower wash line resulting in a wash leak. The fse reconnected the wash line to resolve the issues and cleaned up the leak. Failure mode of the event is attributed to a loose sample mixer wash tower wash line and the fse reconnected the wash line to resolve the leak.

Event description:
The customer reported observing erratic high and low cc (cartridge chemistry) results, over two (2) days, for multiple patients involving the unicel dxc 600i synchron access clinical system. The customer provided data printouts for three (3) patients showing high results for tg (triglycerides), and mg (magnesium), and an out of range low chol (cholesterol) result. This report references the event which occurred on (B)(6) 2013. Please refer to medwatch #2050012-2013-00448 for the report of the event which occurred on (B)(6) 2013. The customer repeated the sample on an alternate dxc instrument and no incorrect patient results were reported out of the laboratory. There was no change or affect to patient treatment in connection with this event. Calibration data for chol and mg were within specifications. Qc (quality control) results for chol, and mg were also within the laboratory's established ranges. Tg qc result was out of the established ranges for one replicate of the medium control on (B)(6) 2013 but were otherwise within the established ranges.